Event description:
It was reported that during a laparoscopic nissen procedure, the device was connected to the hand piece but would not complete the calibration test. The device was removed and the test tip was put onto the hand piece and tested. The device tested properly. The device was once again inserted onto hand piece; torqued and tested; again it was faulty. A second device was opened up, connected, and tested. Test functioned as normal and proceeded to use it. As soon as the device was used the generator made a strange long sound after the initial cutting tone. Tissue was being cut but not sealing. Doctor tried again with same result. The surgeon persisted and the device functioned correctly both sealing and cutting. However, due to the malfunction of the device to seal, there was excessive bleeding which hampered the effective completion of the procedure. There were no adverse consequences for the patient. Additional information: procedure extended by 30 minutes. No blood transfusion needed. Blood loss not too severe, maybe 100ml so control maintained with the device. No intervention required. Size of vessel 3-4mm.

Manufacturer narrative:
(B)(4). The analysis results found that the devices were returned in good physical condition. The devices were both tested with a generator and were functional, no solid tone was noted. The initial (pre-run) test was completed successfully. The cutting of test media performed as expected. There were no anomalies noted with the functionality of the devices